Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoleak and component migration .

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, a plain CT imaging revealed the migration of a contralateral leg endoprosthesis in the right limb and the aneurysm enlargement about 5mm. A contrast CT imaging revealed a distal type I endoleak in the right limb. On (B)(6) 2020, a reintervention was performed. The right internal iliac artery was coil embolized as planned and a contralateral leg endoprosthesis was implanted to the right external iliac artery. The patient tolerated the procedure. The physician stated that the contralateral leg endoprosthesis was implanted until the bifurcation of the right iliac artery at the initial procedure. It was confirmed the right common iliac artery indicated a taper shape during the initial procedure. This shape might have been associated with the migration, the distal type I endoleak, and the aneurysm enlargement.

Manufacturer narrative:
Added g4/g5 PMA/510k.